Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Vitros troponin I es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Quality control data was not provided by the customer when requested, therefore the performance of the vitros troponin I es reagent could not be confirmed and a reagent issue could not be ruled out as contributing to the event. Pre¿analytical sample processing could also not be ruled out as a contributing factor, as ortho was unable to determine whether the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample (troponin I = 1.850 ng/ml versus a duplicate result of <0.012 ng/ml) using vitros troponin I es reagent with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I patient result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).